Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.15 on a (B)(6) male patient. There were no other tests performed on the patient. No further patient information is available at this time. Method: time: result: sample: sample time: I-stat, 10:20, 0.15, a, unk. I-stat, 10:56, 0.00, b, unk. I-stat, 11:10, 0.01, a, unk. Based on the information available at the time, there were no injuries associated with this event. Although a malfunction has not been confirmed apoc has determined that the result of 0.15 is inconsistent with the 36 minute timeframe. The investigation is underway.